Event description:
Boston scientific was notified that durng an aneurysm coiling procedure, the gdc coil prematurely detached. The attending physician(s) were able to successfully complete the procedure. The post operative condition of the pt was decribed as 'good' and no medical and/or surgical intervention was necessary.